Event description:
It was reported that the patient had a loss of therapeutic effect following implant. The patient was not sure if it was working. The patient got it for their bowels and sometimes ¿just goes¿ and could not make it to the bathroom. It was further reported that the patient still had concerns with their device or therapy but had not sought further help. The health care provider (hcp) only came to the hospital only once a month and the patient was told they didn¿t need to see them. No outcome or interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3 889-28, lot# va0tdh1, implanted: (B)(6) 2015, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).